Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during bench-testing of this smiths medical cadd legacy pump, the pump failed accuracy by -9.65%. No patient involvement reported.